Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 278 mg/dl. Troubleshooting for the alarm was performed and the device failed the test twice. Customer reported that the insulin pump started to rewind itself during the very first test. Customer was advised that the insulin pump will need to be replaced since rewinding during a fill cannula is not usual. No additional information provided.